Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control contacted the customer for additional information about the event, related electronic records and the device dispositioning, but has not yet received a response. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the healthcare providers did not agree with the shock advisory system's decision not to shock during a patient event. The customer believes the ECG trace at the time was shockable. The reported issue is related to the third and fourth analyses. The device did advise, and provide, a shock for the ECG rhythm analyzed during analysis 1 and 2. The patient associated with the reported event did not survive.

Manufacturer narrative:
The device has not been returned to physio-control for evaluation.the customer was contacted numerous times for more details, but no response appears to be forthcoming. The reported issue could not be verified and the cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that the healthcare providers did not agree with the shock advisory system's decision not to shock during a patient event.the customer believes the ECG trace at the time was shockable. The reported issue is related to the third and fourth analyses. The device did advise, and provide, a shock for the ECG rhythm analyzed during analysis 1 and 2. The patient associated with the reported event did not survive.